Event description:
It was reported that approx six months post filter placement, the pt presented with shortness of breath and chest pain. A CT was performed, and it was identified that a filter arm had detached and was perforating the pericardium resulting in pericardial effusion. A sternotomy was performed to retrieve the detached arm. During the same procedure, the filter was removed with a snare through he jugular vein. Reportedly, there was a bit of difficulty during the removal as the filter was slightly tilted to the side and the pt had a large renal vein. The pt was reported to be stable and doing well. Pt s/p ivc filter in 2009. Seven months later, pt presented with shortness of breath, and a pericardial effusion. CT scan demonstrated, a fractured strut of the vena caval filter. The strut migrated into the pericardial space, resulting in pericardial effusion. The fractured component was removed via sternotomy, then filter was extracted with a bit of difficulty because the filter had tilted to the side a bit, and pt had a very large renal vein right at that location. Once the component from the pericardial space was compared to the extracted bard g2 filter, it was confirmed to be a strut from the filter. The filter was intact otherwise and all the struts were accounted for. Background: pt s/p fail from tree in 2009, and was undergoing a spinal fixation for resulting injury. He had a contraindication to anticoagulation, therefore ivc filter was placed. Access was obtained in the right femoral vein with standard seldinger technique and sheath was placed in the vena cava. Vena cava was normal in size and caliber with no clot in the cava. The filter was deployed appropriately and slightly malaligned itself towards the right side, but noted to still be retrievable the same month. Plan was for filter to stay in up to 180 days.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter and the detached component have been retained by the user facility; therefore, not available for eval. The event investigation is currently underway. The pt's gender is "male".